Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this annuloplasty band, it was explanted and replaced with a bioprosthetic valve. This repair of the native valve failed and there was no allegation against this annuloplasty device itself. No other adverse patient effects were reported.